Event description:
The customer reported a falsely elevated magnesium (mg) result generated on the architect c4000 processing module for one patient. The customer¿s normal range for magnesium is 1.8-2.4 mg/dl. The following data was provided: initial mg result = 8.56 mg/dl. Repeat mg result on another instrument = 1.9 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) performed extensive troubleshooting and replaced multiple parts, however, a definitive cause of the discrepant result was not identified. No additional discrepant result issues have been reported. Return testing was not completed as returns were not available. The instrument service history review for c401645 revealed no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to the issue. A review of tracking and trending for the architect c4000 processing module did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c4000 processing module for serial c401645 was identified.

Event description:
The customer reported a falsely elevated magnesium (mg) result generated on the architect c4000 processing module for one patient. The customer¿s normal range for magnesium is 1.8-2.4 mg/dl. The following data was provided: initial mg result = 8.56 mg/dl repeat mg result on another instrument = 1.9 mg/dl there was no impact to patient management reported.